Manufacturer narrative:
B1 correction: the previous report indicated adverse event and product problem in error and should have indicated product problem only. B2 correction other was previously checked in error. H1 correction: the type of reportable event was corrected from serious injury to malfunction. H6 correction: the previously applied annex e code e2402 was indicated in error and has been replaced with e2403. The annex f code f1005, f12, and f15 were previously indicated in error and have been replaced with f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8708. Type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who as of 2024-may-17 was receiving vendal with concentration 8.0 mg/ml at a dose rate of 2.7036 mg/day and clonidine (0.015%) with concentration 150.0 mcg/ml at a dose rate of 50.69 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient came to a follow up appointment to do pump refill. When aspirating they got 1.5 ml instead of the expected 9.5 ml residual reservoir volume. The patient had a personal therapy manager and was allowed boluses of 0.5 mg 6 times per day. The bolus lockout interval was 2 hours. The patient had no symptoms. Regarding factors that may have caused or contributed to the event, it was indicated that the healthcare provider had performed a synchromed iii software update on their own clinician programmer tablets in february 2024. It was noted that the healthcare provider had asked the manufacturer representative to reinstall the software; however, it was discussed with technical services that re-installation is not possible. The software version being used at the time of the event was unknown. The issue was not resolved as of 2024-may-31. The pump and catheter remained implanted and in-use. No surgical intervention occurred and no surgical intervention was planned. The patient was without injury regarding their status as of 2024-may-31. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The healthcare provider planned a follow-up visit in two weeks. The cause of the volume discrepancy in which less drug was found in the pump reservoir then expected was not determined. The device remained implanted and in-use.